Manufacturer narrative:
(B)(4). Batch # t95504. Investigation summary: the device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. Due to the device returned condition we were unable to investigate further the reported tissue effect issue. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information was requested, and the following was obtained: how was the bleeding stopped? Bipolar did the patient require a blood transfusion? No op was completed well, no harm to the patient. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an em-hyperplasies procedure, the device did not perform the coagulation to the end. There was no signal to stop the coagulation. Bleeding of the placenta took place. There was no patient harm reported nor significant surgical delay!